Manufacturer narrative:
Tech found evidence of fluid ingress on ucm. Cause unk. Tech replaced parts to resolve.

Event description:
Tech found bed in bedshop with service required light and multiple error codes.